Manufacturer narrative:
(B)(4) . The g5 system is associated with product code pqf. The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the upper buttocks on (B)(6) 2017. The reaction was described as an itchy red bump. Affected area was treated with triamcinolone cream prescribed on (B)(6) 2017. At time of contact, patient still has reaction. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.